Event description:
An event was reported involving a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer that experienced leakage. It was reported that a leak had been observed at the end of the day. There was unknown patient involvement, no adverse event/human harm. The customer requested an evaluation letter.

Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model mc330715. This product was used for the product code and 501k.

Event description:
Updated information stating there was patient involvement.

Manufacturer narrative:
Received one used. List #011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and performed to product specifications. A device history lot review could not be conducted because no lot number(s) was/were identified. Updated information in b5. Device returned to manufacturer on: 12/30/2024.